Event description:
It was reported that customer was hospitalized last (B)(6) 2015 due to high blood glucose. Customer was admitted for diabetic ketoacidosis and was transferred to ICU. Customer's blood glucose was 563 mg/dl. Customer stated she was running high and woke up with 430 mg/dl, corrected and started throwing up every 30-60 minutes. Customer was thirsty and unable to bring down the blood glucose which last for more than 12 hours. Customer was treated with insulin drip and IV saline. Customer was advised to discontinue the insulin pump when she got in the ER and was treated with IV insulin. Customer was not in an accident. During the troubleshooting, the insulin pump passed the high pressure test. The customer was advised to check the expiration of her supplies due to last order was (B)(6) 2013. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.